Event description:
It was reported that the pt's knee components were revised due to an infection less than six weeks post-op.

Manufacturer narrative:
The implant was not returned for this investigation. The lot number was not provided for this investigation. Based on the data provided, the replacement of the knee components (femoral, tibial and patella) as treatment for the identified infection.